Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user contacted customer support and reported that the ilet device was not handling meal announcements as expected. The user stated that after announcing a breakfast meal, their blood glucose (bg) level increased and remained elevated, reaching 339 mg/dl. The issue was present for approximately one hour. Agent helped the user perform a factory reset on the ilet, which resolved the concern. The user was not able to swipe to bionic mode as they were still awaiting cgm reading. Instructions for transitioning the ilet and future steps were reviewed. No symptoms, external assistance, or medical intervention occurred. The user will follow up if further assistance is needed.